Manufacturer narrative:
(B)(4). The ge service rep replaced the sram card. The system operates as intended.

Event description:
The customer reported that the system displays checksum error message and did not boot up. No pt injury was reported.